Event description:
The pt felt random shocking. He turned stimulation all the way down and then off. He stopped recharging the device and let the implantable neurostimulator battery deplete. The hcp had not seen the pt for f/u since 2008. The pt didn't want to return to clinic to have his device reprogrammed. The hcp reported the pt outcome as 'no injury'. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)